Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced device test failed, pump error 130). This alarm is generated, when the pump detects movement in hall sensor counts that are unexpected, since the pump did not command motor movement. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported, receiving a pump error 130. Customer was able to clear the error and complete the rewind process, but pump did not pass displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Unit passed the displacement test accuracy test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current measurement test and sleep current measurement test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump 130 noted. Pump error 130 alarms were recorded multiple times confirmed in the pump history/trace files on 29-jul-2024 until 30-jul-2024. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The motor was tested outside of the device on the ngp stb3 and passed. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: dried insulin - motor slide and cracked keypad overlay. Alleged pump error 130 alarms confirmed in the pump history files on 30-jul-2024 due to dried insulin on motor slide. Device test failed confirmed due to pump error 130. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.